Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation and dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Changing your pod , chapter 3 / page 23. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. If you are a first-time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk. Living with diabetes. Chapter 11 / page 115. Infusion site checks. At least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge or heat. Changing your pod, chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose, chapter 4 / page 3 . Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient went to the health care provider (hcp) for an irritation at the insertion site. Patient was prescribed steroid cream called triamcinolone for a persistent bump after 2 (two) days and it became a hard round bump. The patient¿s blood glucose (bg) levels reached around 200 to 300 mg/dl while wearing the pod between 36 and 48 hours. Patient states that due to the patient¿s own excellent control this is an issue with the pod and believes the cannula popped out, thus, cannula had dislodged. There are allegations against 15 pods but patient was unsure how many of the pods had dislodged, therefore we will report two; one for hcp visit with prescription for steroid cream and dislodged cannula while wearing the pod for 36 and 48 hours and the second report for dislodged cannula while wearing the pod for 24 and 36 hours.